Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that she was missing test strips and she did not have a complete count of 50 onetouch ultra test strips in her vial. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue was discovered sometime during the week of (B)(6) (date and time not specified). In addition to oral medication (type and dose unspecified), the patient stated, she also manages her diabetes with diet and/or exercise. The patient denied taking any action in response to the reported issue and also denied testing her blood glucose with another device after discovering the alleged issue. According to the csr's documentation, as a result of the alleged issue, the patient reportedly developed symptoms of shaking and nervousness five days later. The patient reportedly administered food and drink at an unspecified date/time later as self-treatment. During troubleshooting, the csr noted that the vial of test strips was incomplete and that the closure seal on the packaging was intact prior to opening. A replacement vial of test strips was sent to the patient. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.